Event description:
During preparation for cardiopulmonary bypass surgery, the heart lung console gas flow module was increased by the user, but spontaneously reduced the flow to zero. Cycling the power of the console returned the device to normal function. There were no adverse consequences to the patient as a result of this event.